Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported continued back pain. An MRI scan of the back was going to be performed. Since implant, the patient had never gotten pain relief with the system. A poor communication screen was shown on the patient programmer. The patient did not have access to another clinician or patient programmer. There was no telemetry with and without the antenna and there was no communication with the implantable neurostimulator recharger (insr). Stimulation was last felt 1 month prior to the report. It was unknown when the last successful charge session was. The patient indicated the implantable neurostimulator (ins) was showing ¾ full on the day prior to the report, but upon further investigation, the patient may have been looking at the insr charge level which was showing full on the day of the report. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported they were still experiencing poor communication with the patient programmer (pp) and recharger. It was noted it had been a couple of months since the patient's last successful charge. The likelihood of overdischarge was reviewed with the patient and that they should follow-up with their healthcare provider (hcp).